Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bowel resection procedure, the knife did not retract after firing. Therefore, the device could not be reloaded. Nothing was done, and the user did not use the device after. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the firing knob of the test instrument retracted and advanced properly without difficulty. The knife cut completely and cleanly and the staple line was properly formed. It was reported that it was difficult to retract the knife blade. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur due to improper loading of the cartridge. The evaluation detected an unreported condition: single-use loading unit loaded improperly. Visual inspection noted that the single-use loading unit displayed a full complement of staples. The interlock was engaged. Microscopic inspection of the knife blade displayed no damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: holding the single-use loading unit by the proximal end tabs and inserting into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps in place. The shipping wedge was removed after the single-use loading unit was fully loaded. The single-use loading unit will ""float"" up and down in its final position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.